Event description:
Customer reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. The customer initially confirmed using the tandem charging equipment, but it was not successful. While trying a different wall adapter and cable, the pump began charging. Technical support advised that using non-tandem charging supplies is only recommended for troubleshooting and arranged for a replacement tandem wall adapter and charging cable to be sent via two-day shipping. No further assistance was required.